Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, at the end of an unspecified procedure, a flexor shuttle tibial guiding sheath separated in multiple places during attempted removal of the device. An unspecified "lasso" was used during attempts to extract the sheath. An open surgical intervention, via humeral approach, was performed to remove the sheath; however, a fragment of the sheath remains in an unspecified secondary digestive artery, without consequence for the patient. Additional information has been requested. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, at the end of an unspecified procedure, a flexor shuttle tibial guiding sheath separated in multiple places during attempted removal of the device. An unspecified "lasso" was used during attempts to extract the sheath. An open surgical intervention, via humeral approach, was performed to remove the sheath; however, a fragment of the sheath remains in an unspecified secondary digestive artery, without consequence for the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the complaint device was also conducted. The complaint device was returned to cook for investigation in five segments. The first segment measured 36.5-centimeters, the second measured 20-centimeters, the third measured 16-centimeters, the fourth measured 20.8-centimeters, and the fifth measured 2.2-centimeters. The inner coil was exposed from the third, fourth, and fifth segments. Bunching and twisting was noted on some segments. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU warns ¿if resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal¿. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that procedural issues and failure to follow instructions contributed to this event. Attempts to obtain additional information from the customer were unsuccessful. Details of the anatomy are unknown, and procedural details are limited. It is unknown if resistance was encountered upon insertion or removal of the sheath, and unknown if the dilator was reinserted prior to removal; however, the separated sheath was also twisted and bunched upon return to cook, and the dilator was not in place (the dilator was not returned). The damage noted to the sheath (twisting, bunching, and separation) and lack of dilator return suggests that removal of the sheath was difficult, and that the dilator was not reinserted for sheath removal, as suggested in the IFU. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.